Event description:
As reported by the user facility: introcan safety IV 20ga x 1 1/4 in. Ref number unk, lot number unk. The IV catheter was used on the pt, the needle safety clamp on the squad bench. The needle was missed during clean up. When they were caring for another pt, a person sat on the bench and was stuck with the needle. The clamp slide ot the side and the person was stuck. Incident date: (B)(6) 2013. No injury, no treatment. Blood was drawn with normal procedures for needle sticks. (B)(4).